Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a needle deflection. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. In this case, a needle deflection/needle to cuff miss during plunger deployment due to interaction with patient anatomy (human tissue, calcified artery, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The treatment and foreign body appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a coil interventional procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. On removal and inspection of the failed device, it was found that the posterior foot had separated. The location of the posterior foot is unknown. As the location of the foot is unknown, the patient's condition was monitored during their hospitalization. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.